Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lamp of the xenon light source did not light up. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: b2, b5, d4 (primary unique device identification (UDI) number), h6 (added problem code 3273- noise, audible). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, and a cause could not be presumed based on the provided information. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that light source produced a noise when the lamp would not ignite. The issue occurred during preparation for use of an unspecified procedure. There were no reports of delays or patient harm.